Manufacturer narrative:
(B)(4). The customer returned an opened kit including a swg assembly, a 2-lumen catheter, and another swg that was stuck in a 21ga introducer needle. Although two guide wires were returned as part of this complaint, it was confirmed by the customer that the returned components only belong to one component. The guide wire stuck inside the introducer needle will be investigated as the complaint sample. Signs of use were observed inside the hub of the introducer needle. Visual examination revealed that the guide wire was separated in the middle of the body, and the proximal end and weld was not included in the returned sample. There was one kink near the proximal separation point of the guide wire. Microscopic examination confirmed the defect, and the distal weld was full and spherical. Force was applied to the guide wire to removed it from the introducer needle. While doing so, the coil wire become unraveled at the proximal separation point. Biomaterial was observed inside the needle through the needle bevel. The kink in the guide wire measured 8mm from the proximal separation point and 54mm from the distal tip. The guide wire overall core wire length measured 62mm, which is not within the specification limits of 449.2mm - 458.8mm per the guide wire product drawing since the proximal portion of the separated guide wire was not returned. The guide wire outer diameter measured 0.444mm , which is within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. The needle cannula outer diameter measured 0.03215", which is within the specification limits of 0.0320-0.0325" per the needle cannula product drawing. The inner diameter of the needle cannula measured 0.023", which is within the specification limits of 0.0225-0.0240" per the needle cannula product drawing. The second undamaged guide wire within its advancer was used to unblock the biomaterial within the introducer needle. The needle was functionally per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was able to pass through the needle with little to no difficulty. Functional testing could not be performed on the returned guide wire due to the damage. A manual tug test revealed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a separated guide wire was confirmed through examination of the returned sample. Visual examination revealed that the coil wire was unraveled and broken. The guide wire and needle met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the root cause cannot be undetermined without the entire guide wire returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports: "after channeling the vein previous catheters, the guidewire is advanced in its first use and it gets stuck in the needle and the needle must be removed with the guide, losing the possibility of place the catheter. It is observed that the needle does not move on the guide." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports: "after channeling the vein previous catheters, the guidewire is advanced in its first use and it gets stuck in the needle and the needle must be removed with the guide, losing the possibility of place the catheter. It is observed that the needle does not move on the guide.". The patient's condition is reported as fine.